Manufacturer narrative:
Reported event: an event regarding an alleged "swelling" involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices in each lot were accepted into final stock free from discrepancies. Complaint history review: a complaint history review was not performed as no device specific failure modes were identified. The exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as operative reports, and x-rays are needed to complete the investigation for determining root cause. Additionally, review of the primary implant sheet indicated that none of the implants have been part of a recall. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
I was contacted by dr. (B)(6) who informed me that the patient had swelling. He would like to know if this implant was recalled, and if so, the reason for the recall.

Manufacturer narrative:
The following other device was also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-402; lot# gyxid; triathlon fix. Peg 2 per pk; cat# 5575x000; lot# s98dd; triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# hddua; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# wrk8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
I was contacted by dr. (B)(6). Who informed me that the patient had swelling. He would like to know if this implant was recalled, and if so, the reason for the recall.